Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / continued complaints of severe pelvic pain") and uterine haemorrhage ("heavy, abnormal uterine bleeding occurring two times per month / heavy and abnormal uterine bleeding since essure implantation") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2016, 688 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain and cramping"), dyspareunia ("painful intercourse"), menorrhagia ("unusually heavy menstrual periods occurring two times a month"), micturition urgency ("urinary urgency and incontinence since the essure was implanted") and urinary incontinence ("urinary urgency and incontinence since the essure was implanted"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was performed on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, dyspareunia, menorrhagia, micturition urgency and urinary incontinence had resolved. The reporter considered pelvic pain, uterine haemorrhage, abdominal pain, dyspareunia, menorrhagia, micturition urgency and urinary incontinence to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her symptoms as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2016 she presented for a transvaginal ultrasound for evaluation regarding abnormal uterine bleeding, pelvic pain and irregular cycles since the essure procedure. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain/continued complaints of severe pelvic pain and heavy and abnormal uterine bleeding occurring two times per month/heavy and abnormal uterine bleeding since essure implantation. After approximately two years after essure's insertion the consumer had a transvaginal ultrasound for evaluation regarding uterine bleeding and pelvic pain. Depo-provera was prescribed to treat the reported events. About only two months later, she underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy for essure removal, completely recovery was reported after the intervention. Other non-serious events were also reported. Both events are serious due to medical significance and are anticipated in the reference safety information for essure. It is known that pain and bleeding of varying intensity and length of time may occur and persist following essure placement, considering this and in absence of plausible alternative explanation, causality between both events and essure cannot be excluded. This case was regarded as incident since device removal was required (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / continued complaints of severe pelvic pain') and uterine haemorrhage ('heavy, abnormal uterine bleeding occurring two times per month / heavy and abnormal uterine bleeding since essure implantation') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe abdominal pain and cramping"), dyspareunia ("painful intercourse"), menorrhagia ("unusually heavy menstrual periods occurring two times a month"), micturition urgency ("urinary urgency and incontinence since the essure was implanted"), urge incontinence ("urinary urgency and incontinence since the essure was implanted"), migraine ("migraines") and headache ("headaches"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was performed on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, dyspareunia, menorrhagia, micturition urgency and urge incontinence had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, micturition urgency, migraine, pelvic pain, urge incontinence and uterine haemorrhage to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her symptoms as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. She had trans vaginal mesh implanted. Which caused complications and had to removed. Following the mesh removal procedure, her bladder dropped. Diagnostic results: on (B)(6) 2016 she presented for a transvaginal ultrasound for evaluation regarding abnormal uterine bleeding, pelvic pain and irregular cycles since the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event migraines, headache were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / continued complaints of severe pelvic pain') and uterine haemorrhage ('heavy, abnormal uterine bleeding occurring two times per month / heavy and abnormal uterine bleeding since essure implantation') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe abdominal pain and cramping"), dyspareunia ("painful intercourse"), menorrhagia ("unusually heavy menstrual periods occurring two times a month"), micturition urgency ("urinary urgency and incontinence since the essure was implanted"), urge incontinence ("urinary urgency and incontinence since the essure was implanted"), migraine ("migraines") and headache ("headaches"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was performed on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, dyspareunia, menorrhagia, micturition urgency and urge incontinence had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, micturition urgency, migraine, pelvic pain, urge incontinence and uterine haemorrhage to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her symptoms as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. She had trans vaginal mesh implanted. Which caused complications and had to removed. Following the mesh removal procedure, her bladder dropped diagnostic results: on (B)(6) 2016 she presented for a transvaginal ultrasound for evaluation regarding abnormal uterine bleeding, pelvic pain and irregular cycles since the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / continued complaints of severe pelvic pain') and abnormal uterine bleeding ('heavy, abnormal uterine bleeding occurring two times per month / heavy and abnormal uterine bleeding since essure implantation') in a 42-year-old female patient who had essure (batch no. 61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus, ankle operation, appendectomy, cholecystectomy, cystocele, rectocele, stress incontinence and morbid obesity. The patient also had a family history of hypertension, lung cancer, heart disease, unspecified and type 2 diabetes mellitus. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe abdominal pain and cramping"), dyspareunia ("painful intercourse"), heavy menstrual bleeding ("unusually heavy menstrual periods occurring two times a month"), micturition urgency ("urinary urgency and incontinence since the essure was implanted"), urge incontinence ("urinary urgency and incontinence since the essure was implanted"), migraine ("migraines") and headache ("headaches"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was performed on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abnormal uterine bleeding, abdominal pain, dyspareunia, heavy menstrual bleeding, micturition urgency and urge incontinence had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, dyspareunia, headache, heavy menstrual bleeding, micturition urgency, migraine, pelvic pain and urge incontinence to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her symptoms as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. She had trans vaginal mesh implanted. Which caused complications and had to removed. Following the mesh removal procedure, her bladder dropped number of coils inside cavity: 3 diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Diagnostic results: on (B)(6) 2016 she presented for a transvaginal ultrasound for evaluation regarding abnormal uterine bleeding, pelvic pain and irregular cycles since the essure procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, patient details, lot number, other relevant history, lab data added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / continued complaints of severe pelvic pain') and abnormal uterine bleeding ('heavy, abnormal uterine bleeding occurring two times per month / heavy and abnormal uterine bleeding since essure implantation') in a 42-year-old female patient who had essure (batch no. 61390-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus, ankle operation, appendectomy, cholecystectomy, cystocele, rectocele, stress incontinence and morbid obesity. The patient also had a family history of hypertension, lung cancer, heart disease, unspecified and type 2 diabetes mellitus. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("severe abdominal pain and cramping"), dyspareunia ("painful intercourse"), heavy menstrual bleeding ("unusually heavy menstrual periods occurring two times a month"), micturition urgency ("urinary urgency and incontinence since the essure was implanted"), urge incontinence ("urinary urgency and incontinence since the essure was implanted"), migraine ("migraines") and headache ("headaches"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was performed on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abnormal uterine bleeding, abdominal pain, dyspareunia, heavy menstrual bleeding, micturition urgency and urge incontinence had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, dyspareunia, headache, heavy menstrual bleeding, micturition urgency, migraine, pelvic pain and urge incontinence to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her symptoms as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. She had trans vaginal mesh implanted. Which caused complications and had to removed. Following the mesh removal procedure, her bladder dropped number of coils inside cavity: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Diagnostic results: on (B)(6) 2016 she presented for a transvaginal ultrasound for evaluation regarding abnormal uterine bleeding, pelvic pain and irregular cycles since the essure procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Lot number reported (61390) is not valid. Most recent follow-up information incorporated above includes: on 8-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain/continued complaints of severe pelvic pain and heavy and abnormal uterine bleeding occurring two times per month/heavy and abnormal uterine bleeding since essure implantation. After approximately two years after essure's insertion the consumer had a transvaginal ultrasound for evaluation regarding uterine bleeding and pelvic pain. Depo-provera was prescribed to treat the reported events. About only two months later, she underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy for essure removal, completely recovery was reported after the intervention. Other non-serious events were also reported. Both events are serious due to medical significance and are anticipated in the reference safety information for essure. It is known that pain and bleeding of varying intensity and length of time may occur and persist following essure placement, considering this and in absence of plausible alternative explanation, causality between both events and essure cannot be excluded. This case was regarded as incident since device removal was required (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). A product quality defect could not be confirmed but is considered plausible. Further information is expected only through litigation process.